Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface board. The functional tests could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, and a stained end cap sticker.

Event description:
Customer reported the insulin pump turned off and it wouldn't do anything. She replaced the battery and it seemed like it worked fine and this morning it was doing ok. Customer's blood glucose was unknown. No physical damage was noted on the insulin pump. The device was probably dropper or bumped, but she wasn't sure how many times. The device was not exposed to moisture. Battery cap was not damaged. Battery compartment and spring were neither damaged nor corroded. New battery was inserted and display did not return. Customer was advised to clean the battery compartment, insert a new battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.